Manufacturer narrative:
The autopulse platform was returned to zoll on 23-apr-2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check the autopulse platform ((B)(4)) displayed "system error, out of service, revert to manual CPR" message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. The platform was connected to the autopulse vision software and revealed a system error 132 (internal watchdog timeout) error message. The archive data was unable to be downloaded and a review was not performed. Apvision 3 was used to clear the error message. The autopulse platform is a reusable device and was manufactured in 13 nov 2012. It has exceeded its expected service life of 5 years. As part of routine service during testing, the platform was examined and found physical damage on the top cover, a pinched fan cable and the drive shaft exhibits binding and resistance. These observations are unrelated to the reported complaint. After replacement of the damaged parts and deburring of the clutch plate, the platform was further functionally tested to full specification and operated as intended with no further issues observed. Historical complaints were reviewed for service information related to the reported complaint and there were 2 similar complaints reported for autopulse platform serial number (B)(4). Ccr (B)(4) reported on (B)(6) 2015 and ccr (B)(4) reported on (B)(6) 2016. The processor board was replaced to remedy both complaints.